Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the keypad buttons are sticking. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/13/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and ok buttons responded appropriately. There was evidence of contamination found under all key contacts.